Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui). On (B)(6) 2007, the patient was implanted with a prefyx pre-pubic sling. As reported by the patient's attorney, the patient was diagnosed with sui and was then implanted with a second sling (advantage sling). Boston scientific has been unable to obtain additional information regarding the event to date.